Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of (B)(4).

Event description:
(B)(4). The dentist reported that 20 days after the dental implant was installed in intraoral region #4 it was verified its non- osseointegration. 50 ncm of primary stability was achieved and immediate load was executed. The patient presented bone type ii and bone graft was executed.